Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to multiple lead safety switches (lsss) attributed to high out-of-range pace impedance measurements greater than 3,000 ohms and suspected lead fracture. It was noted that lead fracture was not confirmed via fluoroscopy. The lead revision was completed successfully, and no issues were observed later that day. The following day at the pre-discharge check, noise and high out-of-range pace impedance measurements greater than 3,000 ohms were observed on the existing pacemaker and new ra lead; a device header anomaly was suspected. In addition, signal artifact monitoring (sam) episode was stored that morning due to right atrial (ra) lead minute ventilation (mv) signal oversensing and ra ring to can pace impedance measurement greater than 3,000 ohms. Noise with oversensing was also observed via two stored atrial tachy response (atr) episodes. Technical services (ts) recommended pulling on the ra lead upon re-opening the pocket for further revision in order to rule out possible lead underinsertion. The pacemaker was explanted and replaced. The new ra lead remains in service. It was noted that the ra pace impedance measurement with the new pacemaker and ra lead was 340 ohms, and no further noise was observed. The new ra lead remains in service. No additional adverse patient effects were reported. The original right atrial (ra) lead and pacemaker were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead returned in two segments. An extracting stylet was returned stuck in the tip section of the lead. The setscrew marks were in the correction location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to multiple lead safety switches (lsss) attributed to high out-of-range pace impedance measurements greater than 3,000 ohms and suspected lead fracture. It was noted that lead fracture was not confirmed via fluoroscopy. The lead revision was completed successfully, and no issues were observed later that day. The following day at the pre-discharge check, noise and high out-of-range pace impedance measurements greater than 3,000 ohms were observed on the existing pacemaker and new ra lead; a device header anomaly was suspected. In addition, signal artifact monitoring (sam) episode was stored that morning due to right atrial (ra) lead minute ventilation (mv) signal oversensing and ra ring to can pace impedance measurement greater than 3,000 ohms. Noise with oversensing was also observed via two stored atrial tachy response (atr) episodes. Technical services (ts) recommended pulling on the ra lead upon re-opening the pocket for further revision in order to rule out possible lead underinsertion. The pacemaker was explanted and replaced. The new ra lead remains in service. No additional adverse patient effects were reported. The original right atrial (ra) lead and pacemaker were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.